Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not performing the air removal step. Tandem technical support educated the customer regarding proper procedure for loading the cartridge. Customer resumed insulin therapy. There was no reported adverse impact to the customer.